Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ the netherlands. Concomitant medical products: unknown ceramic head; item# unknown; lot# unknown; unknown allofit it; item# unknown; lot# unknown; unknown ml taper; item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent an initial hip replacement surgery. Approximately 8 years later a revision procedure was performed due to ceramic debris from fractured ceramic liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirms damage to the rim of the ceramic cup. It is not possible to establish how this was caused from the photographs. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Radiographs were provided however were not reviewed by a health care professional because of poor quality. Other medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The biolox head, the biolox liner and the allofit shell were returned for investigation. The anchoring surface of the shell shows some slight damages most likely from the revision surgery, as well as some bone ongrowth. The inner surface of the shell and the rim show some scratches and dents also most likely from the revision surgery. Metallic transfers are visible on the back side of the liner. It can be observed that the seating pattern is asymmetric. The rim of the liner is fractured and some part is missing. The articulating surface adjacent to the fracture is worn to the point that the thickness of the wall is diminished. Further, the articulating surface shows several metal transfers. The articulating surface of the head exhibits wear and pitting. Other than that, the head shows metallic transfers and the typical seating pattern of the stem taper. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored in order to identify potential adverse trends. The visual examination revealed that a fracture of the liner can be confirmed. Additionally, the product evaluation shows wear of the articulating surfaces to a point where the wall thickness of liner is diminished, and the head shows significant pitting. Further an asymmetric seating pattern found on the taper of the liner could point to a possible misalignment of the liner within the shell before or during impaction. It can be assumed that the observed issues, including a possible misalignment of the liner in the shell, the fracture of the liner, and the wear on both the liner and the head, are interconnected. However, the exact sequence and causative relationship among these factors cannot be definitively determined. Despite the uncertainty regarding the chronological onset of these issue, it is most likely that they collectively led to the revision surgery for the patient. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.